Event description:
It was reported the devices were used during an unknown procedure. It was reported the sales rep received 2 tsw35's from the hospital who stated both misfired. There is no other information known at this time. There was no reported consequence to the patient.